Manufacturer narrative:
H3 - device evaluation: the lens was returned dry in a microcentrifuge vial with residue/debris on lens. Visual inspection found no visible damage. Dimensional inspection found the lens to be within specifications. Functional inspection found that the returned lens did not meet original values measured at the time of manufacturing. H6 - type of investigation 3331 - device history record (DHR) review: based on the results of the investigation, all released devices from the associated work order(s), including the suspected device, have been manufactured within established process parameters and there is no indication that the manufacturing and processing of the device contributed to the complaint issue. Claim #(B)(4).

Manufacturer narrative:
A4-a6:unk. H6: off-label - acd<3.0. Claim# (B)(4).

Event description:
The reporter indicated that a 12.6mm vticmo12.6 implantable collamer lens of -18.0/2.0/086 (sphere/cylinder/axis) was implanted into the patient's left eye (os) on (B)(6) 2023. Lens rotation not associated to low vault and refractive surprise were observed. On (B)(6)2023, the lens was exchanged for a longer length lens and the problem was resolved. Cause of the event is unknown.

Manufacturer narrative:
A2 - age at time of event, date of birth: (B)(6) 2023 corrected to (B)(6) 2004. D4 - unique identifier (UDI) #: (B)(4). H4 - device manufacture date: 27-oct-2022 corrected to 17-oct-2022. . Claim # (B)(4).

Manufacturer narrative:
H4 - expiration date: 31-dec-2025 corrected to 30-sept-2025. Claim #(B)(4).